Manufacturer narrative:
In this incident, patient experienced swelling on the submental area following a laser procedure with the sculpsure. However, due to the appearance of the swollen area, the site performed an exicision of the targeted fat on the submental area. There was no additional information provided by the customer site regarding the patient/treatment details. The device was evaluated and found operating as intended within specification. Patient has now healed and is doing well. Swelling is an expected transient side effect from laser treatments, however the incident involved a surgical procedure (excision of fat), which makes this a reportable event.

Event description:
Patient had a surgical procedure on the submental area following a laser treatment.